Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue and atrial pacing capture threshold was elevated. Atrial capture threshold steady at approx. 0.8 volts through (B)(6) 2015 rises out of range by (B)(6) 2015. P-wave amplitude is variable but averages 4.4mv through (B)(6) 2015, then drops to an average of approx. 3.16mv through (B)(6) 2016. (B)(4).

Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) oversensing. Due to better results, the setting was changed to unipolar. It was noted that the p-wave was getting worse over time and that the atrial threshold increased rapidly. Due to the patient only needing the pacemaker as a backup, the post-ventricular atrial blanking period would be changed at the next follow up appointment. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.